Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. Review of the event history log (ehl) showed a key stuck alarm. A functional test was performed the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a key stuck alarm. There was no patient involvement, no patient injury was reported.